Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 fell off after t1 was implanted. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 fell off the meniscus after t1 was implanted. T1 was removed from the patient using a blade. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. T2 is still on the suture but off the needle. T1 is still on the suture but has been reinserted into the end of the needle channel. The knot has been tightened down. The suture tail has been pulled down thru the damaged depth straw. The actuator is in the pre-t1/post t-2 position. There is bio debris on the suture. A functional evaluation showed the device cycled as intended. An evaluation of the customer provided image showed the device laying on a s+n box. The suture is laying across the device. The t's are not visible in the image, however, there is something in the needle channel but the picture is too blurry to identify what it is. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.